Event description:
Customer is reporting a centrifuge blood leak alarm. Name and function of complainant: same as reporter. Customer called to report blood leak alarm during collect/draw phase of cycle 4. Customer stated she noted condensation on the inside of the centrifuge lid when the blood leak alarm occurred. Customer stated that when she opened the lid (with personal protective gear on) she opened the lid (with personal protective gear on) and noted plasma sprayed on the walls of the centrifuge and on the leak detector strip. Customer stated she observed fluid leaking from the neck of the centrifuge bowl. Cts asked customer if there were any alarms prior to blood leak alarm. Customer stated system error 183 occurred prior to the blood leak alarm. Customer stated she cycled instrument power and restarted the procedure, then the blood leak alarm occurred. Customer stated she did not see any occlusions or clotting. Kit and data key will be returned for an investigation.

Manufacturer narrative:
Batch record review for lot b701 was performed. There were no non conformances associated with this lot. This lot met all release requirements. A review of complaints received for lot b701 was performed. There were two other centrifuge bowl leaks reported to date for this lot. No trends were detected. The assessment is based on information available at the time of investigation. The customer states that they will return the kit for investigation. To date, the kit has not been received. Therefore, the investigation is still ongoing. (B)(4).